Event description:
Through implant patient registry it was learned that a 29mm 7300tfx valve in the mitral position, was explanted after an implant duration of 6 years, 11 months due to unknown reason. The explanted valve was replaced with a 27mm 7300tfx valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 29mm 7300tfx valve in the mitral position, was explanted after an implant duration of 6 years, 11 months due to recurrent endocarditis, dehiscence with rocking motion, severe paravalvular regurgitation, and calcification. The explanted valve was replaced with a 27mm 7300tfx valve. Per medical records, the patient presented with sob. The patient underwent mvr with a 27mm 7300tfx and permanent pacemaker replacement due to vegetation on the leads. Post bypass tee showed well-functioning valve with no leaks. The patient was then brought to intensive care unit in stable condition and discharged on pod# 5. Per pathology report, the explanted prosthetic mv had calcifications about 5% on the entire leaflet surfaces.

Manufacturer narrative:
H10: additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.